Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing occasional complete heart block. An x-ray verified both the right atrial (ra) and right ventricular (rv) leads had dislodged. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.